Manufacturer narrative:
The technician found the rubber brake pad is missing form the brake caster. The technician replaced the brake caster to resolve the issue.

Event description:
The account alleged that the beds brake caster is not holding. No pt impact.